Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage/crack on the insulin pump along battery side. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a cracked case (corner of belt clip rails), missing display window cover, faded serial number label, scratched case, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the insulin pump was received with a cracked case (corner of belt clip rails), broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.